Event description:
--

Manufacturer narrative:
(B)(4). The device has been returned; analysis remains on-going. Another report will be filed at the conclusion of the analysis process.

Event description:
Boston scientific received information that during an attempted implant procedure, prior to lead-device connection, this device reportedly exhibited what appeared to be out-of-the-box, damage on the left side of the header. The implanting physician elected to remove the product from the procedure and return it for analysis. No adverse effects were reported and another device of the same model type was successfully implanted.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header identified an abnormality on the outside of the port location, extending from approximately the middle of the df- port to the middle of rv port: no impact on lead insertion was observed during analysis. Additionally, three bubbles on the header material were observed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed normal operation and that the anomalies on the header observed visually during attempted implant, were the result of a process incurred during manufacturing and not due to a device malfunction. The unit has been archived as meeting specifications.